Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event: failure to deliver current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the large intestine during a colon polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, after the lesion was looped with the snare, electrical current was attempted to be delivered but it failed. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation result: visual evaluation of the returned product found no anomalies. Electrical resistance testing was performed and resistance measured at 13.3 ohms, within manufacturing specifications. The complaint was not confirmed, evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the large intestine during a colon polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, after the lesion was looped with the snare, electrical current was attempted to be delivered but it failed. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.